Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested.

Event description:
On (B)(6), 2010 product surveillance followed up with a homechoice patient (hp) regarding an air in line event. The hp stated she had peritonitis. On (B)(6), 2010, product surveillance spoke with a nurse from davita. The nurse confirmed the patient was diagnosed with bacterial peritonitis on (B)(6), 2010. The effluent was analyzed (B)(6), 2010. (B)(6). The hp was treated with antibiotics (details unknown). The nurse did not have an opinion as to what was the cause of the peritonitis. Patient did recover from the peritonitis event however the peritoneal dialysis catheter was removed at an unknown date after the peritonitis event and the patient was place on hemodialysis permanently. No additional information available.